Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic measurements, intermittent sensing, high capture thresholds and loss of capture due to suspected dislodgement. Also, chest x-ray confirmed there is a change in slack for this lead and it appears that the change in slack is due to lead has stress on it. Additional information from the field representative indicates that this lead's electrical measurements were adequate and that the slack was adjusted in the same procedure that the right ventricular (rv) lead was repositioned. There are no other actions planned for this lead at this time. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic measurements, intermittent undersensing and high capture thresholds due to suspected dislodgement. Also, chest x-ray confirmed there is a change in slack for this lead and it appears that the change in slack is due to lead has stress on it. Additional information from the field representative indicates that this lead's electrical measurements were adequate and that the slack was adjusted in the same procedure that the right ventricular (rv) lead was repositioned. There are no other actions planned for this lead at this time. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction b5 field: describe event or problem updated. H6 field: device codes updated. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.